Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The door cap was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site ran the imaging system into a wall, which resulted in cosmetic damage to covers and the system to be out of alignment for taking shots. There was no patient present when this issue was identified. No further information was provided.